Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and the initial investigation was confirmed. The grips pin was found to be dislodged from the grips and still partially within the grips; with around 0.0165 in of the pin being dislodged. The dislodged pin was fully removed from the grips and was measured. The pin's outer diameter measured approximately 0.0630 in from the swaged end and the nominal p diameter measured approximately 0.0615". The measurement suggested that the pin was partially swaged. A small indentation was found around the bore of the grips pin, but it most likely is insignificant since it was not in direct contact with the swage or the grips pin. There was no damage to the grips or any other adjacent components, and the grips pin did not have any significant damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm prograsp forceps instrument the pin was coming out of the tip. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. Grips and other components adjacent to the dislodged pin do not show damage. A scratch was found on the opposite side of where the grip pin goes in. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging.